Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results one lighttrail tractip laser fiber was returned in two piece. The distal end of the glass fiber exhibits no signs of usage. The fiber was broken within the fiber blue outer sheath, and detached at 21.75 inches from the distal tip. The length of second piece including the connector was 10 feet 1.5 inches. The fiber exhibits signs of melting at the location of fracture for first piece. The fiber was tested with hene laser fixture, aim beam is visible at the break. Product record review revealed no additional information related to the reported issue. Therefore, the most probable cause of the broken fiber is unintended use error caused or contributed to event which indicates that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on april 10, 2019 that a lighttrail tractip single use laser fiber was used in a ureteroscopy (urs) procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was an auriga 30 with a laser settings of 6 hertz and 500 millijoules. According the complainant, during the procedure, the laser fiber broke while in use. Reportedly, the broken fragment was removed from the scope. Additionally, the urologist claims that the fiber broke because a semi-rigid scope was used, which has a larger angle of deflection than a flexible scope. The procedure was completed with the original device. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail tractip single use laser fiber was used in a ureteroscopy (urs) procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was an auriga 30 with a laser settings of 6 hertz and 500 millijoules. According the complainant, during the procedure, the laser fiber broke while in use. Reportedly, the broken fragment was removed from the scope. Additionally, the urologist claims that the fiber broke because a semi-rigid scope was used, which has a larger angle of deflection than a flexible scope. The procedure was completed with the original device. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.